Event description:
A sales rep from MFR collected the following event description from uf. It was reported that a gentleman in his mid sixties was at facility for an "avnrt" ablation. A "d" curve thermistor catheter was used for the ablation in the right atrium. Approx 45 minutes after the ablation, the pt went unconscious. A cardiac tamponade was diagnosed and as a result, a pericardial centesis was performed. The pt was then released on november 25, 1998.